Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. As no lot number was reported, no review of manufacturing records could be conducted. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a line blocked alarm. Upon inspection of the infusion site, no visible abnormalities had initially been observed. However, after the infusion set had been removed, a kinked cannula was discovered. The infusion site had been located on the abdomen. Following this, the infusion set, and site were replaced, and after which normal insulin delivery had resumed without further complications. There was no patient injury.